Manufacturer narrative:
Additional information received on 5/6/2019, indicated that the patient scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown saline breast implants which patient reported that she was diagnosed with breast implant illness and autoimmune disorder on 2013, patient went under chemotherapy. She currently on medication to keep her functional, happened after the implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two implants.